Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00009. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 8 out of 9 reports that are being submitted as initial individual mdrs. Date of birth or age at time of event: unknown/not provided. Sex: unknown/not provided. Date of event: unknown/not provided. Phone#: (B)(6). Device evaluation: visual inspection using microscope magnification was performed. No lens was observed into the preloaded device. The lens was not returned. The cartridge tip was observed with a crack defect. Residues of lubricant were observed at the cartridge tip. The condition observed is consistent with a preloaded device that has been used and iol was delivery through the cartridge. During sample evaluation, the plunger was move it forward (fully advanced) with no issue. No manufacturing defects were detected. Base on the evidence observed, the unit was handled and used. The reported issue as cartridge tip cracked/damaged was confirmed. However, delivery issue could not be verified on the return. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that one additional complaint was received for this production order. The reported event for that complaint was not confirmed. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the iol got stuck at the incision/wound and came out of the cartridge. The surgeon found later that there was a crack on the back of the cartridge tip. This occurred during implantation and the lens was in contact with patient¿s eye. Through follow-up we learned that the incision was not enlarged, no sutures were used and no vitrectomy was required. Medication was not needed and the patient was not affected by this event. No further information was provided.